Event description:
The user facility reported that near the end of the circulation, the oxygenator pressure rose slightly. The involved device was used in patients with thrombosis. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510k: k130520. Visual inspection of the actual device upon receipt no anomaly such as breakage was found. After the saline solution was allowed to flow down the actual device, visual inspection of the gas exchange part was performed it was found that blood clots had been formed. After fixing the actual device in saline solution containing glutaraldehyde solution, the housing and filter were removed, and visual inspection of the gas exchange part was performed it was found that blood clots had been formed. No anomaly was found in the winding condition of the fiber. The fiber layers were removed, and visual inspection of the gas exchange part was performed no blood clot formation that could lead to pressure rise was found. No anomaly was found in the winding condition of the fiber. The outer cylinder was removed from the heat exchanger and visual and magnifying inspections of the heat exchanger were performed it was found that white blood clots had been formed. Electron microscopic inspection of the fiber was performed it was found that deformed red blood cells (which had become echinocytes) and other blood cell components such as white blood cells had been adhered to the fiber. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file no other similar report of the product with the involved product code/lot# was found. Cause of occurrence/conclusion as a cause of occurrence, it was likely that white blood clots formed in the heat exchanger, causing the oxygenator to obstruct and temporarily rising pressure. However, from the investigation result, it was not possible to clarify the cause of the pressure rise. Relevant instructions for use (IFU) reference: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).